Event description:
It was reported that a perforation and pericardial effusion occurred requiring additional intervention. The patient presented with ischemic heart disease and underwent percutaneous coronary intervention. A 1.50mm rotapro was selected for treatment of the target lesion, located in the acutely tortuous coronary artery. During the procedure, the physician set the speed to 140k rpm and experienced challenges passing the burr around the bend of the calcified vessel. Post rotablation, it was noted that the burr caused trauma to the vessel and resulted in a perforation. A tamponade was created via balloon inflation, followed by a covered stent. A pericardiocentesis was performed to relieve pericardial effusion. The patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.